Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address hip pain and concern of metal reaction. Update (B)(6) 2017: litigation record received. Litigation alleges friction and wear causing large amounts of toxic metal ions and particles, severe pain, discomfort and inflammation. Added stem due to the alleged toxic metal ions. Added complainant information. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address hip pain and concern of metal reaction. Update sep 18, 2017: litigation record received. Litigation alleges friction and wear causing large amounts of toxic metal ions and particles, severe pain, discomfort and inflammation. Added stem due to the alleged toxic metal ions. Added complainant information. This complaint was updated on: oct 16, 2017. Update nov 1, 2017: pfs and medical records received. Pfs also alleges difficulty walking. After review of the medical records for MDR reportability, in addition to what was previously reported, patient was revised due to cobalt levels greater than 7 pbb and osteolysis. Revision notes reported significant brown residue, synovial discoloration, and osteolysis. Added complainant information, product and lot numbers. This complaint was updated on nov 8, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
After review of the pre-operative notes it was indicated that there was trunnionosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI:(B)(4).

Event description:
Update (B)(4) 2017: pfs and medical records received. Pfs also alleges difficulty walking. After review of the medical records for MDR reportability, in addition to what was previously reported, patient was revised due to cobalt levels greater than 7 pbb and osteolysis. Revision notes reported significant brown residue, synovial discoloration, and osteolysis. Added complainant information, product and lot numbers. This complaint was updated on (B)(4) 2017.